Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, patient underwent following procedure: l4-l5 and s1 laminectomy for decompression. L4-l5 and l5-s1 diskectomy for decompression. L4-l5 and l5-s1 interbody fusion with peek allograft and morsellized bone allograft as well as bmp. L4 through s1 posterolateral fusion with pedicle screws and rods. L4 through s1 posterolateral fusion with allograft bone. Intraoperative emg and nerve conduction studies. Post-op diagnosis: l4-5 and l5-s1 disc herniation lumbar stenosis lumbosacral instability implants: interbody distractible peek graft. At l4-l5 and l5-s1. Rhbmp-2 . Pedicle screws and rods. Pre-op indications: patient had multiple lumbar spine surgeries in the past for lumbar disk herniations. She presented with intractable back pain and leg pain. She has been to the emergency room several times for acute pain management. MRI of the lumbosacral- sp ine revealed l4-l5 and l5-s1 disk herniation and severe stenosis as well as persistent disk space collapse. She was indicated for lumbar decompression and fusion. As perop notes: ".. Allograft bone mix with the patient's autograft bone was then placed laterally to achieve posterolateral fusion. Attention was then directed to the contralateral side, where a similar opening was made in a paramedian location .. Final fluoroscopy confirmed good graft placement, pedicle screw placement, and spinal alignment.. Patient was taken to recovery room in stable condition.." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.